Manufacturer narrative:
Visual inspection (ga 80) no evidence of blood and no evidence of clinical use. Functional pre-test: knob functional. Locking lever operational. No physical defects observed. Additional evaluation and testing in progress. A supplemental report will be submitted when the evaluation is completed in its entirely. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. Internal complaint number - (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the acrobat-I stabilizer could not be fixed and was loose. A replacement device was used to complete the procedure. The hospital did not report any patient effects.